Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection noted a separation between the assembly of the tubing and the second clearlink y-site in the upstream part. There was partial application of solvent during inspection of the tubing. Dimensional testing was performed on the tubing and clearlink y-site housing, and the set met specifications. The reported condition was verified. The cause of the condition is due to the assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set separated from the y-site clearlink with resulted in a fluid leak. A syringe was attached to the middle port, and the line disconnected from the hard plastic part of the port when the syringe was pushed by the nurse. This occurred after the line was primed and the patient infusion had been running for a few minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.